Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the manufacturer representative (rep) called in and stated that the patient's pump went empty and the rep wanted some considerations. The manufacturer's technical services specialist (tss) reviewed and the rep stated that the patient was stable. The rep and patient were redirected to the managing physician to check if the pump was truly empty, though when the rep checked it, it stated it was.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.